Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via phone that an ar-4020c-08 biocomposite screw would break apart while tightening. This occurred during use in a case with no patient effect. Case was completed using a different screw size. All fragments able to be removed. 20 minute delay.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed use error due to user-applied excessive mechanical forces and/or not completely seating the screwdriver within the biocomposite interference screw. The dfu for this device has the following precaution: 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.